Manufacturer narrative:
The product was discarded in 2018. No analysis of the product is possible. The review of the publication and device history review is all that is possible. The root cause of the limb ischemia was most likely due to patient condition, but without product this can not be proven.

Event description:
In 2018 a male patient was admitted suffering from an acute myocardial infarction and cardiogenic shock. As the patient was admitted undergoing CPR and in critical condition an impella cp was placed for hemodynamic support. This was done without onsite support of any abiomed personnel. After just over 10 hours of support the patient expired with organ failure and underlying comorbidities. In 2020 the team in germany published upon the event. The team noted in the publication that there was limb ischemia in the impella accessed leg that was treated with ipsilateral leg access at the superficial femoral artery and placement of a bypass. The limb had peripheral perfusion restored.